Manufacturer narrative:
(B)(6).

Event description:
Reference number (B)(4). Event occurred in hungary. It was reported that the patient faced an occlusion event with an infusion set and was alerted by an insulin flow blocked alarm. The alarm occurred during therapy as pump detected an occlusion that prevents the flow of insulin. No further information available.